Manufacturer narrative:
Information contained in this report was previously submitted through 410 psr on 28/oct/2013, 17/jul/2014, and 23/oct/2014. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified deformation, fold creases, yellow particles, and wear abrasion. Cloudiness in the gel was observed after the autoclave disinfection cycle. A weight test of the explanted material was completed and it was within specification. Based on the device analysis the final assessment is no issues found related with the manufacturing process. The event of visibility/palpability is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: visibility/palpability.

Event description:
Healthcare professional reported left side device is ¿too firm" and "painful." Health professional then reported capsular contracture, baker grade ii, and exchange of the device due to patient's concern with the product. Healthcare professional additionally reported "implant malposition;" this event is not related to the device. Device was explanted.